Event description:
It was reported difficult deflation of this balloon was encountered during a transjugular intrahepatic portosystemic shunt procedure. Some deflation of the balloon was achieved and the balloon was removed from the pt without incident. Another balloon was used to successfully complete the procedure. There were no pt complications involved. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated this device was being used during a tips procedure, which is a non-indicated use of this device and may have been a contributing factor to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. Directions for use state: "medi-tech occlusion balloons are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures... Any use for procedures other than those indicated in the instructions is not recommended... When shipped, the balloon lumen of the medi-tech occlusion balloon catheter contains air. This air must be displaced prior to insertion to ensure that only fluid fills the balloon when in the bloodstream... Inject just enough contrast material to partially inflate the balloon... Draw back on the syringe deflating the balloon... Deflate balloon, close stopcock and remove syringe."